Event description:
It was reported that one of the external hard paddles pins broke off inside the corresponding device therapy connector. There was no known pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported problem. Physio replaced the therapy cable connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy cable connector assembly at the failure analysis center and verified the broken pin inside the connector.